Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 02-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system screen was stuck on carefusion. A technical support specialist dialed into the station and confirmed that medapps launched and operated without any issues. It was suspected that the connection issue was resolved by the customer end, which restored application functionality. An email was sent to the customer requesting verification. As no response or callback was received, the case was closed. The system functioned as intended after the technical support specialist repaired the device.

Event description:
It was reported by the customer that a bd pyxis medstation es had a station was failed to power on. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.